Event description:
It was reported that the atrial lead impedance and threshold rose significantly between follow up appointments. The lead remains in use and the lead will be monitored. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).